Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Blender alarm is intermittent in the operation. The unit is under warranty and they will send it in for factory repair. Resp care sent this blender to biomed before it was used."

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab tech. The care fusion analysis lab tech evaluated the air/o2 blender verified the complaint and determined that the root cause of the failure was a damaged alarm reed plate. The carefusion failure analysis lab tech was unable to determine the cause of the damage to the alarm reed plate. However, this type of damage is generally caused by the application of an unapproved means of force or pressure against the reed on the alarm reed plate. The air/o2 blender will be routed to the carefusion factory service department to be repaired and run through a complete calibration and checkout to ensure that it meets all factory specifications. Upon completion the air/o2 blender will be returned to the customer ready to be placed back into service. A review of the carefusion complaint system for the past 90 days did find one verified likely failure. However, as these are known failures caused or contributed to by an unapproved means of force or pressure, another investigation is not required.